Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the insulin gauge was incorrect. Customer's blood glucose was 144-162 mg/dl. Customer reverted to using manual injections for insulin therapy. At time of report, customer had misplaced the pump; troubleshooting with tandem technical support could not be performed.